Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they have had no bowel control for the last 2 days and they think they need to have a new program. Offered to assist pt and their spouse to use their equipment to make a therapy adjustment. During the call patients (pt) spouse stated prior to the last 2 days ins had improved the patient's symptoms but for the last 10 days to 2 weeks ago pt has been waking them up at night to tell them they feel shocking down their leg. When asked the date when shocking started pt said they noticed shocking contained in the rectal area until about a week ago when it started moving down their leg and was not contained in their rectal area. Reviewed some stim sensation information and assisted to change the program and gradually increase confirming stim was comfortable. Pt moved around and laid down during the call to confirm stim was comfortable while moving and lying down. Reviewed to monitor the effect and report the shocking experience to their doctor. Caller reported pt had no other medical tests or procedures and no falls or traumas the patient is not able to move much. Redirected to their doctor.